Manufacturer narrative:
Correction to field h10: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead analysis determined that the allegation against the lead was not confirmed. No damage or defect was found consistent with placement difficulty. The helix was intact and undamaged. A complete lead was returned intact and not severed. Visual inspection revealed no abnormalities other than induced damage. The lead passed laboratory testing.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to patent having tricuspid regurgitation and the helix was exposed after being in the body. Moreover, the physician could not get the lead to cross the valve again due to the helix hanging up on the valve. This lead was never in service. The lead was returned for analysis. No adverse patient effects were reported. Lead analysis determined that this lead found no confirmation of allegation as the helix is intact and undamaged. Furthermore, analysis revealed that a complete lead was returned but not severed and visual inspection found no abnormalities other than induced damage.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead analysis determined that the allegation against the lead was not confirmed. No damage or defect was found consistent with placement difficulty. The elix was intact and undamaged. A complete lead was returned intact and not severed. Visual inspection revealed no abnormalities other than induced damage. The lead passed laboratory testing.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to patent having tricuspid regurgitation and the helix was exposed after being in the body. Moreover, the physician could not get the lead to cross the valve again due to the helix hanging up on the valve. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to patent having tricuspid regurgitation and the helix was exposed after being in the body. Moreover, the physician could not get the lead to cross the valve again due to the helix hanging up on the valve. This lead was never in service. No adverse patient effects were reported.